Manufacturer narrative:
It was reported that the patient developed a sore underneath the left axilla area coincident with using the vest device. The initial sore was described as a small area of rubbed-off skin. There was no report of a device malfunction, and the patient continued to use the vest device. This patient is a 1-year-old female with a history of cystic fibrosis, pancreatic insufficiency, failure to thrive, ptosis, and vomiting. The patient currently performs vest therapy using the c3 vest garment, and was provided foam for cushioning as well as a wrap-style garment following this event. The patient¿s mother reported that the patient scratched the sore and the sore became infected. The patient was seen by her healthcare provider, the sore was diagnosed as impetigo, and the patient was prescribed cefalexin as well as mupirocin ointment. The vest system model 105 functions to provide airway clearance by using high-frequency chest wall oscillation to compress and release the chest wall. It is designed to help patients mobilize retained secretions. The vest device instructions for use states for patient comfort, it is recommended that a single layer of cotton clothing be worn beneath the inflatable vest. Of note, the use of the vest device is contraindicated with open wounds. This patient was noted to have a sore under the left axilla that developed an impetigo infection which was treated with a prescription-required antibiotic and antibiotic ointment. An infection is the invasion and multiplication of microorganisms such as bacteria, viruses, and parasites that are not normally present within the body. Mild infections may be treated with over-the-counter antibiotics, while a prescription may be needed for more serious infections. Impetigo is a common and highly contagious skin infection that mainly affects infants and young children. It usually appears as reddish sores on the face, especially around the nose and mouth and on the hands and feet. Bullous impetigo causes fluid-filled blisters often on the trunk, arms and legs of infants and children younger than 2 years. Impetigo is caused by bacteria, usually staphylococci organisms. You might be exposed to the bacteria that cause impetigo when you come into contact with the sores of someone who's infected or with items they've touched ¿ such as clothing, bed linen, towels and even toys. The exact cause of the impetigo infection is undetermined, however, it is unlikely to be caused by the vest device itself. The vest, however, may have possibly caused irritation of the sore combined with the patient scratching the area. The patient did require medical intervention of prescription antibiotics for an infection which can be concluded was prescribed to preclude permanent impairment of a body function or permanent damage to a body structure, indicating a serious injury occurred in this event. There was no report of a device malfunction, and the device remains with the patient for continued use.

Event description:
It was reported that the patient developed a sore underneath the left axilla area coincident with using the vest device. The initial sore was described as a small area of rubbed-off skin. There was no report of a device malfunction, and the patient continued to use the vest device. This patient is a 1-year-old female with a history of cystic fibrosis, pancreatic insufficiency, failure to thrive, ptosis, and vomiting. The patient currently performs vest therapy using the c3 vest garment and was provided foam for cushioning as well as a wrap-style garment following this event. The patient¿s mother reported that the patient scratched the sore and the sore became infected. The patient was seen by her healthcare provider, the sore was diagnosed as impetigo, and the patient was prescribed cefalexin as well as mupirocin ointment. This report was filed in our complaint handling system as complaint (B)(4).

Event description:
It was reported that the patient developed a sore underneath the left axilla area coincident with using the vest device. The initial sore was described as a small area of rubbed-off skin. There was no report of a device malfunction, and the patient continued to use the vest device. This patient is a 1-year-old female with a history of cystic fibrosis, pancreatic insufficiency, failure to thrive, ptosis, and vomiting. The patient currently performs vest therapy using the c3 vest garment and was provided foam for cushioning as well as a wrap-style garment following this event. The patient¿s mother reported that the patient scratched the sore and the sore became infected. The patient was seen by her healthcare provider, the sore was diagnosed as impetigo, and the patient was prescribed cefalexin as well as mupirocin ointment. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
It was found the device did not contribute to the serious injury and therefore does not meet the criteria of a reportable event per FDA regulations. It was reported that the patient developed a sore underneath the left axilla area coincident with using the vest device. The initial sore was described as a small area of rubbed-off skin. There was no report of a device malfunction, and the patient continued to use the vest device. This patient is a 1-year-old female with a history of cystic fibrosis, pancreatic insufficiency, failure to thrive, ptosis, and vomiting. The patient currently performs vest therapy using the c3 vest garment, and was provided foam for cushioning as well as a wrap-style garment following this event. The patient¿s mother reported that the patient scratched the sore and the sore became infected. The patient was seen by her healthcare provider, the sore was diagnosed as impetigo, and the patient was prescribed cefalexin as well as mupirocin ointment. The vest system model 105 functions to provide airway clearance by using high-frequency chest wall oscillation to compress and release the chest wall. It is designed to help patients mobilize retained secretions. The vest device instructions for use states for patient comfort, it is recommended that a single layer of cotton clothing be worn beneath the inflatable vest. Of note, the use of the vest device is contraindicated with open wounds. This patient was noted to have a sore under the left axilla that developed an impetigo infection which was treated with a prescription-required antibiotic and antibiotic ointment. An infection is the invasion and multiplication of microorganisms such as bacteria, viruses, and parasites that are not normally present within the body. Mild infections may be treated with over-the-counter antibiotics, while a prescription may be needed for more serious infections. Impetigo is a common and highly contagious skin infection that mainly affects infants and young children. It usually appears as reddish sores on the face, especially around the nose and mouth and on the hands and feet. Bullous impetigo causes fluid-filled blisters often on the trunk, arms and legs of infants and children younger than 2 years. Impetigo is caused by bacteria, usually staphylococci organisms. You might be exposed to the bacteria that cause impetigo when you come into contact with the sores of someone who's infected or with items they've touched ¿ such as clothing, bed linen, towels and even toys. The exact cause of the impetigo infection is undetermined, however, it is unlikely to be caused by the vest device itself. The vest, however, may have possibly caused irritation of the sore combined with the patient scratching the area. The patient did require medical intervention of prescription antibiotics for an infection which can be concluded was prescribed to preclude permanent impairment of a body function or permanent damage to a body structure, indicating a serious injury occurred in this event. There was no report of a device malfunction, and the device remains with the patient for continued use.